Event description:
A jagtome was used for therapeutic purposes. During the procedure, the cut wire broke. The procedure had to be converted to a surgery, although, there is no confirmation that this was a result of product malfunction.